Event description:
Tandem t-slim x2 insulin pump delivering insulin when it shouldn't . I had a low blood sugar event, I ate carbohydrates to correct my low blood sugar. When my blood sugar recovered and was at 133 bg my tandem insulin pump delivered 1.48 units of insulin. This was immediately followed by a low blood sugar event that was below 55. This is a common occurrence with this device and tandem refuses to properly investigate and correct the issue. This issue will kill me if it is not corrected.